Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance.  The device was not returned to physio-control for evaluation physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would charge ok but when the shock button was pressed it would disarm (dump) the charge by itself internally.  As a result, defibrillation was not possible.  The device also had a service indicator present. There was no patient use associated with the reported event.

Manufacturer narrative:
It was  later confirmed by the customer, a biomedical engineer, that they replaced the therapy pcb assembly and updated the device's software which resolved the reported issue. After observing proper device operation through functional and performance testing the unit was placed back into service for use.